Event description:
A customer contacted (B)(4) and reported receiving a reload set 201 alarm on the homechoice (hc) unit during use. According to the home patient (hp), solution is coming out of the patient line. The technical service representative (tsr) advised that the hp will have to start over with new supplies. (B)(4) contacted the nurse on (B)(6) 2010. According to the nurse the patient did not report this event, however, the patient has been seen since this event and has resumed therapy. The nurse stated that the patient never had any infection. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed and no root cause was determined because sample was not available for evaluation. The lot number was unknown, therefore, a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.